Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over four (4) years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that image not displayed was, due to faulty supply printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the screen black out was due to a defective g1 board. In addition to the reportable findings documented in b5, non-reportable findings are as follows; the screen was slightly damaged and scratched, and there was an error of the fan due to a defective g2 board and fan. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor goes black. The issue was found during preparation for use of an unknown diagnostic procedure. The procedure was completed using a similar device, and there was no delay and the patient was not under anesthesia. There were no reports of patient injury or harm.